Event description:
It was reported that the user exhausted infusion sets and temporarily disconnected from the infusion site for several hours to ration supplies, after which the user reconnected; high glucose was reported with a peak of 335 mg/dl for a few hours, with device alerts for prolonged hyperglycemia and no backup therapy or ketone testing used. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding continuous connection and supply management. Investigation of this case revealed no device malfunction and a user-related lapse in therapy due to disconnection, resulting in hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.